Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed to ventilate while on a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was not investigated by our field service engineer. No ventilator logs have been provided and no service on the ventilator has been requested by the user facility. No parts were returned for investigation. Further information has been requested but not provided. Since no replaced parts or ventilator logs were returned for investigation, the root cause of the reported event has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).